Event description:
On august 18, the patient's son experienced severe hypoglycemia, with his blood glucose dropping to approximately 30 mg/dl while he was sleeping. When this occurred, he developed symptoms including twitching, incoherence, and loss of responsiveness. He was taken to the emergency room, where he received IV treatment (type of drip of unknown). The ER visit lasted approximately five hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.